Manufacturer narrative:
The products involved in the study have not been returned to allow for an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported poor correlation between device sphb values and lab hb values. No patient impact or consequences were reported.